Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the failure of the image sensor unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e216 which indicated there was the communication problem between the subject device and the video processor was displayed and the endoscopic image was not displayed at the unspecified timing. There was no patient injury associated with this report.